Manufacturer narrative:
Handle is a mechanical part not related to therapy/monitoring. The device mechanically malfunctioned in a way that caused a non-serious injury to a patient(patient involvement information is unknown in this case), user, or bystander that did not require medical intervention. Non-reportable since the device malfunction caused a non-serious injury, and should the malfunction recur it is not likely to cause or contribute to a serious injury or death. Patient involvement is already updated to "unknown".

Event description:
Philips received a complaint on the defibrillator indicating that the handle is broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.